Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation about questionable high results for 1 patient tested for elecsys t4 on a cobas 6000 e601 module. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation determined that the issue was related to maintenance. The cause of the event was due to failing pinch valves, a bent reagent probe, and a low voltage on the probe (component failure). 2. Summary of follow-up/corrective actions taken: the field service engineer replaced the pinch valves, the reagent and the sample probes.